Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. The account reported that hat the patient experienced further right ventricular (rv) decompensation following onset in the operating room. The patient experienced a rv infarct, with electrocardiogram changes post-operatively. The patient was placed on right-sided impella for rv support. The account reported that the clinical status of the patient improved, and the patient remained on inotrope and pressors. According to the account, the impella was removed on (B)(6) 2019 and the patient was off inotropes on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced further right ventricular (rv) decompensation following onset in the operating room. Patient experienced rv infarct, with electrocardiogram (EKG) changes post-operatively. The patient was electively placed on right impella for support. Reported clinical status of patient improved. Patient remained on inotrope and pressors. Impella was removed on (B)(6) 2019. It was confirmed that the lvad was working within normal device function and there were no further rv complications. Patient was off inotropes on (B)(6) 2019. No additional information was provided.